Event description:
Upon review of received medical records, it was found that the patient had abdominal pain and suspected peritonitis on (B)(6) 2014.

Manufacturer narrative:
At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigation. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.